Manufacturer narrative:
The returned device was reported for irrigation port leak. Visual inspection of the device revealed there are blood stains in the luer and on the tip. Distal end is bent approximately 110mm from the end of the distal tip. The irrigation tubing is torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, shaft and distal end. Dried saline found on the distal end and inside several irrigation ports.

Event description:
It was reported that catheter leak occurred. The intellanav mifi open-irrigated catheter was used in a ablation procedure. During the procedure the physician noticed that the catheter was leaking. The catheter was replaced and the procedure completed with no patient complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that catheter leak occurred. The intellanav mifi open-irrigated catheter was used in a ablation procedure. During the procedure the physician noticed that the catheter was leaking. The catheter was replaced and the procedure completed with no patient complications being reported.